Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 53/4 alarm found in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected and alarmed for the motor arm cannot communicate with the main arm. Customer¿s blood glucose level was unknown. Customer stated that it was the second occurrence of the alarms. The customer was also advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.